Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, the device was removed and replaced due to the cylinder being too long.

Manufacturer narrative:
Titan touch pump, two cylinders and a reservoir were received. As examination of the components may not conclusively confirm or disprove the report of incorrect sizing, quality accepts the physician¿s observations as to the reason for surgical intervention. Per the instructions for use (IFU), any surgeon implanting the prosthesis should be familiar with the currently available techniques for measuring the patient, determining the implant size, and performing surgery. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, the device was removed and replaced due to the cylinder being too long.